Manufacturer narrative:
Method: the sample will not be returned for evaluation and investigation. Results: there was no lot info provided for the pump. A DHR process cannot be performed without a lot number. Conclusions: it was reported that the sample will not be returned, no further conclusion can be drawn. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%; fill volume: 400 ml; flow rate: 10 ml/hr; procedure: catheter insertion; cathplace: catheter was tunneled at peri-spinal/intercostal areas. (Reference 2026095-2013-00009/12/-01453 a) (reference 2026095-2013-00010/12/01453 b). Doctor reported a surgical site would infection with an on-q pump. Pt had multiple rib fractures. An on-q silversoaker catheter was tunneled at peri-spinal/intercostal ares. It was unk when the catheter was removed. The pt needed to be returned to the operating room for incision nad drainage of the wound. Pt is fine, no complications at this point.